Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the surgeon to obtain additional information regarding the reported event. However, no new information has been provided as of the date of this report. The following information regarding the reported event is unknown: the date the da vinci-assisted surgical procedure was performed, if there is any allegation that a malfunction of the tip-up fenestrated grasper instrument occurred, what the specific lot is of tip-up fenestrated grasper instrument, and the current status of the instrument. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon claimed lung parenchyma tore after the tissue got caught along the wrist of a tip-up fenestrated grasper instrument. The surgeon reportedly repaired the defect with staples. However, at this time, the root cause of the intra-operative complication is unknown.

Event description:
It was reported that during an unspecified da vinci-assisted thoracic procedure, lung parenchyma tore and the surgeon repaired the defect with staples. According to the initial reporter, no further incidents were reported after the defect was repaired. The surgeon explained that she uses the jaws, wrist, and shaft of tip-up fenestrated grasper instruments for retracting lungs. During the reported event the surgeon claimed that lung parenchyma had gotten caught in the wrist of a tip-up fenestrated grasper instrument. She recommended that a sheath be used to cover the wrist components of the instrument. No further clinical information was provided.